Manufacturer narrative:
System was evaluated for battery levels decreased rapidly with minimal drive motion. This did not occur while the system was under test at the manufacturing facility. Batteries operated to specification. System successfully completed several spins and drive motion worked properly. No problems found. Unable to confirm complaint of battery levels decreasing rapidly.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on 14-nov-2016, a medtronic representative went to the site to test the equipment. The system would not boot to 2d mode. Found that the battery charger enclosure had failed. After replacing the battery charger enclosure, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed; the system was ready for use.

Event description:
A medtronic representative reported that when moving the system, the battery levels on the image acquisition system (ias) were depleting quickly and was showing a purple light. This issue was identified outside of surgery; no patient was present.